Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2007; 4195 lead, implanted: (B)(6)2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to short v-v intervals and non-sustained episodes of oversensing. Additionally, high/undefined pacing impedance was noted on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.